Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the right ventricular lead was noted to have high capture thresholds. The final position left the lead with an acceptable threshold. The pocket was closed, and at a post-implant check, it was noted that the lead threshold was increasing. The physician elected to reopen the pocket and explant the lead. A new lead was implanted with acceptable thresholds seen. There were no patient issues noted and the patient was fine.